Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/03/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received and tested on (B)(6) 2024. The results are below: the event log was reviewed and there are no signs of an abrupt power off. This would be seen if there were back to back log_event_on codes without a log_event_off with it. One does appear before the undefined event lines however, this is from when the debugger tool was connected to the pump to extract the event history file. An 138 ml infusion ran until completion without another abrupt power off taking place during the infusion. The reported issue is not confirmed. The pump meets passing criteria.

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 04/19/2024. There are no other complaints on this device. The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. The pump was tested with the testing protocol for infusion flow rate accuracy. No infusion was able to be ran on the pump as it was noted that the entire metal wire was broken off of the pump's housing, which allows the pump to attach to a cassette. Due to this piece being broken off of the pump there is no way for it to run an infusion and confirm the reported condition. Upon further investigation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device not performing to specification. Thus, the pump was received and the investigation was completed. The request for a follow-up on this report was not logged on the MDR tracker, that keeps track of all initial and follow-ups reports due to the new process and the tracker not updating. Therefore, a non comformance was opened to address this issue. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint (B)(4) .